Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/09/2025, it was reported by a sales representative via (B)(4) that an ar-2383 guide's metal latch broke when the tech tried to attach double blade. Issue discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, and/or applying excessive mechanical forces upon insertion of mating part.